Manufacturer narrative:
Unit received with completely broken off reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that piece near reservoir compartment was missing. Troubleshooting was performed for damage and noticed the reservoir lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.